Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator for failed back surgery syndrome and spinal pain. It was reported that stimulation had not gotten rid of the patient¿s pain yet. It had only been a few days since implant but the patient was having a different pain. The implant was put in for back and leg pain. It was not helping at all for their back. Stimulation was felt in feet up to mid-calf. The patient had neuropathy and stimulation was helping with their feet. Therapy had only been turned on since (B)(6) 2017 and had been implanted on (B)(6) 2017. It was noted that the surgery was delayed because the health care professional (hcp) had a difficult time getting the IV in. It was reported that the patient did not know if stimulation was on too high or if it was positioned wrong in their back or what but sometimes if the patient was sitting or lying down the patient felt a jolt. The patient did not know yet if this occurred while they were walking as it had been too painful at this point to walk. During the jolt, their legs and arms actually move and if someone was near the patient they would get kicked. The patient had been reading and sitting in a chair when suddenly the patient felt like someone kicked them. The patient looked down and their legs were ¿flapping like a fish.¿ it was noted that the patient had not adjusted their settings. During the call, the patient declined help to turn stimulation down. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient. It was reported that they have had nothing but problems with the device. Patient was able to walk into hospital with walker and it took them long time to do procedure. Patient did not leave till 5 that night when got there at 5am. Patient was taken out in a wheelchair and next day had not been able to walk since. Patient reported horrible pain and cries and scream and yells. It was reported that the first person to adjust the device was there 5-10 minutes and did absolutely nothing. The second guy came out and was very knowledgeable and had to start slow and go up. Another time another rep came out and completely changed it to where patient did not feel it quick but had such pain and could not walk. Patient was very sick a couple weeks prior to the date of this report, similar to having the flu. No further complications were reported/anticipated.

Manufacturer narrative:
Corrected information: sex, date of birth. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the consumer reported that she wanted a manufacturer representative to come to the hospital and check her implant because it was not working. The patient stated the therapy had never worked since it was implanted and she had met with different representatives for programming. The patient noted she was at the hospital because the stimulator was not working and she didn¿t know why it wasn¿t working. The patient was not feeling stimulation or getting relief. The patient didn¿t know if she had her programmer with her.